Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The product was damaged. Completed case with same / like product.

Manufacturer narrative:
Additional information corrected data the single inner setscrew [product code: 1797-02-000 lot number: arjbd1] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the bottom end initial thread of the setscrew had been partially sheared off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the single inner setscrew bottom initial thread becoming partially sheared off cannot be positively determined. However, one possible root cause may have been that the single inner setscrew most likely was not properly seated during insertion and inadvertently cross threading occurred causing the setscrew¿s bottom initial thread to become sheared off. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.